Manufacturer narrative:
The analyzer's serial number is (B)(6) the calibration and qc were acceptable. Single false reactive results may occur as the specificity of elecsys hbsag ii is less than 100%. Product labeling states: "all initially reactive or borderline samples should be reassayed in duplicate using the elecsys hbsag ii immunoassay." "Repeatedly reactive samples must be confirmed using an independent neutralization test (elecsys hbsag confirmatory test). Samples confirmed by neutralization with anti-hbs are regarded as positive for hbsag." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem. The elecsys hbsagii assay performed within specification.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 1 patient on a cobas e 411 analyzer (disk system). The initial result was 19.47 coi (positive). The sample was repeated, and the result was 18.80 coi (positive). On (B)(6) 2026, a new sample was tested from the same patient, and the result was 18.89 coi (positive). The sample was also tested for other serological markers (anti-hbc total, anti-hbc igm, hbeag, anti-hbe, and anti-hbs), and the results were negative. The test for liver enzymes was normal. Due to the inconsistency between the results, the sample was tested using another method (chemiluminescence-based architect, abbott), and the result was negative. An elecsys hbsag confirmatory test was performed, and the result was negative.